Event description:
This 45-year-old female underwent bilateral silicone gel augmentation mammoplasty in 1974. As the procedure was performed at another facility, the MFR is unknown to this reporting facility. The pt developed sjogren's syndrome and other possible silicone adjuvant disease-like symptoms. Gross exam: the right implant is ruptured. The outer wall of the left implant appears grossly intact; however, there is some tenacious, gel-like fluid on the exterior of the implant.